Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the returned product was visually inspected and the spring bar was confirmed to be bent.the root cause was not determined. The single barrel drill guide was used during the procedure. The bent spring bar was noticed after placement of the screws and the screw head was on top of the spring bar. Conclusion: the potential cause is multifactorial in nature.

Event description:
It was reported that we were inserting the screws on a 30mm 2 level aviator plate and one. During the insertion at one of the middle holes the screws head bent the spring bar over the plate. We had an extra 30mm level plate in the set and replaced the defective plate.

Event description:
It was reported that we were inserting the screws on a 30mm 2 level aviator plate and one. During the insertion at one of the middle holes the screws head bent the spring bar over the plate. We had an extra 30mm level plate in the set and replaced the defective plate.